Event description:
Customer performed at blood glucose reading at 5 pm and received a result of 460 mg/dl. The customer retested and received results of 262 and 370 mg/dl. The customer went to the hospital. The hospital received a result of 187 mg/dl. No treatment was received. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.